Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complaint summary: it was reported that on an unknown date, during routine inspection at field stocking location the universal drill guide was found broken. There was no patient and procedure involvement. Service & repair evaluation: the customer reported the device was found broken. The repair technician reported that spring was missing and the 2.5 pin does not go through the 2.4 fixed side. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was scrapped and was forwarded to customer quality. The evaluation was confirmed. Visual inspection: the 2.4 mm universal drill guide (part # 323.202, lot # 3487567, mfg # 06-sep-2010) was received with the drill guide fully intact and showing no signs of breakage. This is not consistent with the reported complaint condition; therefore, the complaint is not confirmed. There was no damage to the components and all the components could be assembled together without issue. The compression spring on the drill is missing. The device is not mis-assembled as previously thought. Dimensional inspection: dimensional analysis was completed, the inner diameter of the 2.4 mm drill sleeve, measured 2.47 mm. This is within specification of 2.5 mm ± 0.05. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the spring went missing during processing and sterilization. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 323.202, lot: 3487567, manufacturing site: haegendorf, release to warehouse date: 06. Sep. 2010. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 323.202. Lot: 3487567. Manufacturing site: haegendorf. Release to warehouse date: 06. Sep. 2010. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H6: the instrument was not returned and instead will be do based on the supplied image. The image (1 total) was reviewed and the complaint condition for broken pre or post op/step unknown could not be confirmed as the image shows no evidence of being broke, instead it appears that the 1.8mm drill sleeve portion of the device is upside down (per relevant drawing), which indicates the device is misassembled which would hinder the functionality. As the instrument was not returned an as received, dimensional, material or drawing reviews are not applicable. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device history records review has been requested. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine inspection at field stocking location, the universal drill guide was found broken. There was no patient and procedure involvement. This report is for one (1) universal drill guide this is report 1 of 1 for (B)(4).